Manufacturer narrative:
(B)(4). Concomitant medical devices: 010000589 564550 comp rvrs 25mm bsplt ha+adptr; 115310 615880 comp rvrs shldr glnsp std 36mm. Foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The device was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03696.

Event description:
It was reported patient underwent an initial right shoulder procedure. Subsequently, the patient was revised approximately 6 months post implantation due to disassociation. The surgeon stated he doesn´t believe there is a product defect, because the central screw was not initially implanted deep enough. At the revision, he put in 2 more millimeters for the screw into the bone. After this procedure, he checked the screw- depth with the guide and after fixing the glenosphere and it was stable. Additional information on the reported event is unavailable.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.